Manufacturer narrative:
The investigation of the device has begun, is ongoing, and is nearing completion. The conclusion is pending.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during deployment of an embolization coil in a percutaneous transhepatic obliteration (pto) procedure, the coil detached from the delivery pusher in the pto shunt during retraction. The coil remains implanted in the treatment site. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The investigation of the returned coil system found the implant severely stretched and stuck inside the returned microcatheter. The microcatheter was returned damaged with the proximal end of the implant protruding from the damaged section. The implant was stretched from proximal to distal. The distal glue bond was measured in spec. The proximal glue bond was measured to be out of spec. The proximal glue bond was measured "0.037in". This glue bond creates an oversized effective diameter, which would cause increased friction during advancement or retraction within the microcatheter. The investigation determined the separation of the implant is consistent with the implant becoming stuck and then experiencing retraction forces that exceeded the strength of the monofilament causing the implant to separate from the pusher. Oversized glue bonds is an issue that is tracked by quality. Additional information: the findings of the investigation indicated that the entire implant was returned, which does not agree with the original complaint's claim that the implant was left entirely within the treatment site. Email correspondence confirmed that another implant device was used to complete the case.